Event description:
A dislocation was reported by the site via a study complication form. The event occurred post-operative and there was no causative event noted. The pt had a closed reduction in 2008.

Manufacturer narrative:
Device still implanted. If the device or add'l info becomes available a supplemental report will be issued.